Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The caller reported the pt's tracheostomy tube was leaking at the cuff. A non-routine replacement of the tube was required.